Event description:
It was reported the ureteroscope was not working on the monitor and the image was yellow, blue, and blurry on the screen. The issue occurred during a therapeutic urology procedure. The procedure was prolonged 30 minutes while the patient was under anesthesia and completed with the same device. There were no interventions required and no patient harm occurred.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, h3, h4 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed with the image off center. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported problem was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed that the procedural delay of more than 30 minutes did not cause any patient injury or adverse effect.